Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge its internal battery was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Note: the reportable event occurred outside the us and was assessed as not reportable in (B)(6). During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.